Manufacturer narrative:
This report is filed december 3, 2015.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient never achieved speech understanding with device use. Subsequently the device was explanted on (B)(6) 2015; during the same procedure the patient was re-implanted with a new device.